Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that that they had a fall and broke their femur and hip on the (B)(6) 2024. Patient said since the fall they had a return of urinary symptoms and had been going through 5 or 6 poise pads a day. Patient said they can't feel their implant anymore and they used to be able to feel the implant so they thought maybe the implant had moved or been damaged from the fall. Patient said they were in a rehab until (B)(6) 2025 and during that time probably in january the representative, came out to the rehab to check the implant. Pt said rep said the implant was working and told the patient they could increase the stimulation in regards to the urinary symptoms and patient had been adjusting stimulation every 3-4 days. During call ps assisted patient in increasing stimulation during call. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep checked the implant and recorded that impedance was within normal limits. The device was working properly, and the patient felt stimulation in the appropriate place. In order to resolve the issue they would give the patient a call and work through programming. The issue was resolved. Additional information was received from the patient. They called back to report additional symptoms. The patient stated they felt like they had something "sticking in their butt" or "poking". The patient stated that it really hurt and it gets more "prominent" every day. They also mentioned that the issue started after they had the fall where they landed on their hip and back. The patient mentioned their external neurostimulator (ens) worked beautifully for their bladder and they wanted to use the same settings with their ins. The patient said they felt stimulation initially when adjusting stimulation, then they didn't feel the stimulation at all. The patient said they increased stimulation three times and their therapy was still not working. The patient stated they were advised by their doctor's office that they were unable to use the same settings from their ens and that their ins was set to the lowest stimulation. The patient stated they were advised by their hcp to increase stimulation. The patient confirmed that therapy was on. The patient was redirected to their hcp to consult about symptoms and changing programs. The patient confirmed they would follow up with their hcp.